Manufacturer narrative:
Additional information will be provided, once investigation is completed.

Event description:
It was reported that the wire broke on the cutting loop during a procedure. Another unit was used and surgery was completed successfully.